Event description:
It was reported that: "bleeding from site post deployment. Fluoro revealed extravasation from closure site." Additional information: "during a tavr procedure, micro puncture and ultrasound were utilized to gain access in the right common femoral artery. Vessel size was 6.2mm with mild posterior calcification. Measured depth for the manta was 4+1=5. Systolic blood pressure was 160mmhg. Act was 160 prior to valve deployment and additional heparin was given. 14000 units of heparin was administered intravenously and 140mg of protamine during the procedure. Time to hemostasis was 10-15 minutes and the site had to be treated with a 6x59 covered stent and 7x40 peripheral angioplasty balloon to achieve hemostasis. The patient was reported as good post the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. The details of the complaint were reviewed. It is unknown if there was any vessel trauma during sheath exchanges. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "bleeding from site post deployment. Fluoro revealed extravasation from closure site." Additional information: "during a tavr procedure, micro puncture and ultrasound were utilized to gain access in the right common femoral artery. Vessel size was 6.2mm with mild posterior calcification. Measured depth for the manta was 4+1=5. Systolic blood pressure was 160mmhg. Act was 160 prior to valve deployment and additional heparin was given. 14000units of heparin was administered intravenously and 140mg of protamine during the procedure. Time to hemostasis was 10-15 minutes and the site had to be treated with a 6x59 covered stent and 7x40 peripheral angioplasty balloon to achieve hemostasis. The patient was reported as good post the procedure.